Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility reported the following information: the gas flow was increased more than usual to improve the paco2; and the fio2 was also increased more to target value than usual.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation consisted of a review of user facility information, manufacturer quality records, and a retention sample form the involved product code/lot # combination. Visual inspection did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The retention sample was built into a circuit and tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance with the obtained values meeting manufacturing specifications. The performance of the heat exchanger was evaluated by circulating bovine blood in the blood pathway and water in the heat exchanger. The obtained values were confirmed to meet manufacturing specification. A review of the device history record of the involved product/lot# combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot# combination. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during the procedure, briefly increasing the gas flow rate may improve the performance. Increase gad flow rate, to 5l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved; upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseoue metabolism; and control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned.